Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where the infusion set tubing got detached from connector after being used for 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.